Event description:
The rptr stated that the co is transporting gowns across interstate commerce lines that should by 510k authorized without any 510k authorization numbers. The gowns are sold for the purpose of preventing disease.